Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen unresponsive issue was verified, but the touchscreen cracked issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer¿s blood glucose level was 131-132 mg/dl. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent.